Event description:
Redness and hard lumps at marionette lines. Physician has prescribed topical hydrocortisone which was ineffective, keflex (po) to rule out infection, and may possible il steriods later as needed.